Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, an anterior cuff miss occurred. A second proglide device was used to achieve hemostasis. While in the recovery area post procedure, the patient became diaphoretic and complained of lower abdominal pain. The patient's blood pressure aggressively decreased. The patient was brought back to the cath lab and found the patient had a retroperitoneal hematoma. A covered stent was placed and the patient immediately began to respond well. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device referenced is filed under a separate medwatch MFR number.